Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged congestion, cough, allergies, chest problems there was no report of patient harm or injury.  There was no medical intervention required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged congestion, cough, allergies, chest problems there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Manufacturer was able to confirm the presence of degraded sound abatement foam.secondary findigs are observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure.tan dust-like contamination at the air inlet and the inside bottom of the blower box. The device's downloaded event log was reviewed by the manufacturer and found 9 errors. The manufacturer concludes the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings manufacture was able to confirm the complaint but was unable to address the symptoms specified.